Event description:
It was reported that the pt exanguinated when there was a disconnect of the sheath from the sideport/hemostasis valve. According to the attached medwatch report, the disconnection does not appear to have been a significant contributing factor to the pt's death.